Manufacturer narrative:
(B)(4). The analysis results found that the msm20 device was returned in good visual condition. In addition, one bag with two malformed clips was returned along with the instrument. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed and formed the remaining clips as intended. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot.

Event description:
It was reported that during a fistula procedure, when the surgeon clipped on the fistula side and released pressure, clips slid off of the vessel. This happened twice with two clips that were placed next to each other. Case completed with another device of the same product code. There were no patient consequences reported.